Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that there is cannula bent on the insulin pump. Customer's blood glucose was unknown mg/dl. The customer was offered to be changed to sure t set but customer doesn't want any type of needle in the skin.